Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that when the melolin non sterile 10x20cm ctn 75 was taken out from the carton, it was confirmed there were brown stain or foreign substance in a dressing. As this was noticed in a non-therapeutic environment, there was not any patient involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation confirms a faint brown stain or foreign substance in the dressing, establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.